Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced leakage issue at the site due to stress or pull on the infusion set tubing on (B)(6) 2025. No further information is available.